Manufacturer narrative:
Batch review performed on 09 july 2019: lot 1854515: (B)(4) items manufactured and released on 14-dec-2018. No anomalies found related to the problem. To date, three other similar events have been reported on this same lot. Visual inspection performed by r&d hip project manager: the spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed. Evaluation of the solution on going.

Event description:
During surgery the locking ball fell out of the handle. The ball is not falling in the patient. The surgery has been completed using another instrument.